Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports for the mayfield system linked to the following: 3004608878-2025-00149 3004608878-2025-00150 3004608878-2025-00151. A facility reported that the mayfield modified skull clamp (a1059) needs to be checked as it got loose/became unlocked during surgery, resulting in whiplash for the patient. It is unclear if the event led to increased surgery time. No further information is available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the inspection of the skull clamp shows the skull clamp has a sticking swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts. The small parts of the rocker arm must be replaced due to wear, and the skull clamp's base has worn off inner threads in the center of the starburst teeth. This is misuse. The base must be machined and tabbed to insert heli coil threads, and the plunger stud has damaged thread which must be replaced so that the ratchet arm can be properly fixed. To resolve the issues, the base casting of the skull clamp was machined, the heli-coil threads were inserted, the device has been cleaned, the skull clamps internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and it meets the manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp had a sticking swivel lock assembly and a residue buildup was present. The clamp base had worn inner threads in the center of the starburst teeth, and the plunger stud had a damaged thread. The probable root cause is routine wear and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.